Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced display issues. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with display issues was confirmed during product evaluation. The root cause of the reported problem was determined to be lines on main display. Appropriate action was taken to correct the reported problem by replacing the main display. A device history review was performed with no exceptions found during manufacturing.this involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.